Manufacturer narrative:
(B)(4). The patient was born some time in 1951. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis event was a touch contamination by the patient (pt) due to a vision problem. The pt was not retrained in aseptic procedures for peritoneal dialysis (pd) as it was noted that the pt understands the process, however, it was recommended that the pt have a caregiver assist her with therapy due to her vision problem (not further specified). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested as abdomen pain and cloudy pd fluids. On the following day, the patient was hospitalized for the reported event. The treatment for the peritonitis included cefazoline and fortum (doses, frequencies and routes not reported). About two weeks after being hospitalized, the patient was discharged from the hospital and they were reported to have recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.